Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that faradrive steerable sheath clear was selected for pulmonary vein isolation. Once the catheter was replaced and reinserted into the faradrive sheath, air continued to aspirated which indicate damage to the hemostatic valve. It was confirmed that no leak on the device nor any air was noted in the patient. Non-boston scientific syringe pump was used for irrigation with a flow rate of 30ml/h. Thus the sheath was replaced with same model sheath and the procedure was completed successfully. No patient complication was reported. The device is expected to be return for analysis.